Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart upon removal leaving part of the pledget inside her vaginal cavity. She was unable to remove the remaining piece of pledget and went to the doctor. At the doctor a vaginal exam was performed. No pieces of pledget were found inside her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.